Event description:
It was reported that the patient's hospitalization was complicated by acute on chronic kidney failure, acute respiratory failure, right ventricle (rv) dysfunction, persistent leukocytosis, and persistent hypotension requiring multiple courses of steroids and multiple vasoactive drips. The patient had multiple intubations requiring prolonged continuous renal replacement therapy (crrt) and re-initiation of inhaled nitrous oxide for rv dysfunction. The patient also remained on multiple high does vasoactive medication. Palliative care was consulted when the patient could not be weaned from the ventilator, pressors, or nitrous oxide. The family chose not to continue with aggressive measures and all lifesaving report was withdrawn on (B)(6) 2023. The patient ultimately passed away on (B)(6) 2023 due to heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular system, serial number (B)(6), the reported events and the patient's outcome cannot be conclusively determined through this investigation. Heartmate 3 left ventricular system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists multiple types of organ failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e0311 high white blood cell count.